Event description:
It was reported that during a vertical gastroplasty, the device fired malformed staples on the first firing. The procedure was completed with a like device. There was no adverse consequence to the pt.